Event description:
It was reported by the patient that there was a feeling of an irregular heartbeat and the patient felt that the device and the heart were "fighting for control." Attempts at follow-up revealed no additional information. The patient believes that the device settings should be adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).